Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. The device was received without the original battery installed. It was connected to ac power and the system was power cycled on completing post. The date and time was set and the system was power cycled off. When powering on the device, the date and time changed to a defaulted value. The main board was removed and replaced with a test board, the date and time was reset and the system was power cycled off and the date and time did not change. The device was power cycled off and the system was disconnected from ac power for approximately three minutes. It was reconnected to ac power and the system was power cycled on and the date and time did not change. It was reported that battery expiration was identified. The device would not hold the date and time. No audible visual alarm was presented for the failure. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during pre-operative preparation for use, battery expiration was identified. The device would not hold the date and time. No audible visual alarm was presented for the failure. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a1, d8, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received without the original battery installed. Functionally, the device was connected to an ac power and the system was power cycled on completing power on self test (post). The date and time was set and the system was power cycled off. When powering on the device, the date and time changed to a defaulted value. The main board was removed and replaced with a test board, date and time was reset and the system was power cycled off, and the date and time did not change. The device was power cycled off and the system was disconnected from the ac power for approximately three minutes. The device was reconnected to the ac power, the system was power cycled on, and the date and time did not change. It was reported that battery expiration was identified. The device would not hold the date and time. No audible visual alarm was presented for the failure. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to r elease to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.